Event description:
It was reported that: "the physician, while treating a left ica aneurysm, planned to treat by balloon assisted coiling. Took access to the location with cerebase 80 long sheath and navien 072 ,used hyper glide balloon and positioned sl10 microcatheter inside the aneurysm inflated the balloon secured the neck of the aneurysm and started coiling and successfully deployed 3 optima coils, took optima 5*17 complex standard coil as the 4th coil, while deploying the coil the coil prematurely detached while packing it inside the aneurysm half of the coil is hanging outside the aneurysm and the coil loop has successfully snared using a catch mini. Finished the case with next optima coil and case finished successfully." Update 29may2024 - additional information received from the issuer: "1. Did the procedure involve tortuous anatomy? No. 2. Will the microcatheter be available for return? No. 3. Were any attempts made to detach the implant coil using the detachment controller? No." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #(B)(4). The returned device was inspected in our quality laboratory. During our analysis: - we observed the coil system was not returned; - we observed only the catch mini was returned; root cause of the reported issue endured by the coil system cannot definitively be determined due to the incomplete device return. Upon return of the device, we observed the coil system was not returned. Further analysis of the coil system was unable to be performed due to the lack of device return. Without the return of the coil system, further analysis could not be performed. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f230200248 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
Balt USA reference # (B)(4). Investigation pending return of suspected device. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the physician, while treating a left ica aneurysm, planned to treat by balloon assisted coiling. Took access to the location with cerebase 80 long sheath and navien 072 ,used hyper glide balloon and positioned sl10 microcatheter inside the aneurysm inflated the balloon secured the neck of the aneurysm and started coiling and successfully deployed 3 optima coils, took optima 5*17 complex standard coil as the 4th coil, while deploying the coil the coil prematurely detached while packing it inside the aneurysm half of the coil is hanging outside the aneurysm and the coil loop has successfully snared using a catch mini. Finished the case with next optima coil and case finished successfully." Incident report form submitted for this complaint indicates that no patient injury was sustained.